Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: defective bd nexiva IV catheter. Blood and ns (when flushed) flowed out the back section where the needle retracts. Serious injury? - no.

Event description:
No additional information.

Manufacturer narrative:
Date of event was corrected to unknown in b tab investigation results: the complaint of a leak at the septum was confirmed from the photographs that were provided for investigation. The photo showed a 20g nexiva unit with evidence of blood residue beyond the septum. Leakage from the septum can occur due to a misaligned septum, which is likely a manufacturing defect. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.